Manufacturer narrative:
(B)(4). The q-CPR option is a measurement and feedback tool available to the assist the user during chest compressions. It is not involved in the delivery of therapy to the patient. Chest compressions may be given manually without any feedback assistance. Bruising/abrasion/skin tears on the sterum noted post-resuscitation are not related to the death of the patient. The reported issue is a labeling malfunction.

Event description:
The customer reported that during after 1-2 minutes of use of the q-CPR- meter, the meter had moved up to under the patients chin, "despite still being stuck firmly in the same place under the skin where it was initially place. It seemed as though the skin had degloved." The involved patient died but the death is not related to the use of the qcpr meter.